Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the over tape was not sticking. On (B)(6) 2000 she was hospitalized due to a high blood glucose level of 1,200 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The customer mentioned the insulin gave her a little extra insulin when she was higher and sometimes a little less than her basal when she was low. The device was not returned.